Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 66089ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 66089ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 66089ud00 and complaint issue. The overall performance of architect stat high sensitive troponin-I reagent was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent for lot number 66089ud00 was identified.

Event description:
The customer observed a falsely depressed architect stat high sensitive troponin-I for a 53-year-old male with atrial fibrillation, heart failure, and currently no coronary artery problems and no renal failure. At 40 years old the patient was diagnosed with dilated cardiomyopathy, multiple lymphoma and skin disease (sarcoidosis). Patient is taking the medications prednisone, furosemide, and warfarin. The following results were provided: on (B)(6) 2024, sid (B)(6), initial troponin result < 2.0 pg/ml; on (B)(6) 2024, testing at another lab results (roche)= 0.031 ng/ml (reference range < 0.014). Other results provided: bnp= 94.6 pg/ml; sil-2r= 515 u/ml; egfr= 78 creatinine= 0.81 . There was no impact to patient management reported.

Manufacturer narrative:
Compete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed architect stat high sensitive troponin-I for a 53-year-old male with atrial fibrillation, heart failure, and currently no coronary artery problems and no renal failure. At 40 years old the patient was diagnosed with dilated cardiomyopathy, multiple lymphoma and skin disease (sarcoidosis). Patient is taking the medications prednisone, furosemide, and warfarin. The following results were provided: (B)(6) 2024, sid (B)(6), initial troponin result < 2.0 pg/ml; (B)(6) 2024, testing at another lab results (roche)= 0.031 ng/ml (reference range < 0.014). Other results provided: bnp= 94.6 pg/ml; sil-2r= 515 u/ml; egfr= 78 creatinine= 0.81 there was no impact to patient management reported.